Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt found his catheter loose and bleeding. He went to hospital and the doctor found the catheter was out of position and cuff still in pt¿s body. The doctor has to change a new catheter.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.